Event description:
A new rumi user has had two times a vaginal rip during a hysterectomy procedure. In both cases he used 90cc of saline as recommended in the manual. He thinks that for women with menopause 90 cc of saline is too much and that this is the cause of the vaginal rip.

Manufacturer narrative:
Coopersurgical inc is currently investigation the stated complaint. The device involved in the complaint has not been returned by the customer for evaluation. Once the device is received by coopersurgical inc. The investigation will be completed and a follow-up report will be filed. (B)(4).